Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited one high, out-of-range impedance measurement on the left ventricular (lv) channel as the device was programmed to mr protection mode. A technical services consultant discussed troubleshooting options and indicated that, if the lv lead was found to be fractured, magnetic resonance imaging would be contraindicated. The field representative performed serial impedance testing and found the measurements had returned to normal. This device remains in service. No adverse patient effects were reported.